Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose reading of 240 mg/dl and later reported stable glucose at 132 mg/dl; the user also disclosed that the ilet had been unintentionally paused overnight and sought guidance on whether to announce a small breakfast, which was provided along with general education on trend arrows. Customer care provided support that included review of the event details and provision of troubleshooting and education. Investigation of this case revealed no malfunctions and suggested user-related interruption of insulin delivery due to the device being paused, with cause of the initial hyperglycemia remaining unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.